Manufacturer narrative:
Manufacturing date from september 22, 2016 to september 26, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was underinfusing. The 100 ml of fluorouracil and saline were expected to be delivered in 46 hours but it was not finished in time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.